Event description:
Left ureteral injury due to sharp end of boston scientific dual lumen catheter, adverse outcome for this specific patient includes an additional 3 weeks of ureteral stent placement with revisit to office for removal and concern for future ureteral structure.